Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. New information received indicates it was alleged the device declared end of life earlier than expected due to extended charge times during middle of life. The device was electively explanted and replaced. The device was returned and placed on hold due to pending litigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis determined the device met expected longevity. The device was then placed on hold due to pending litigation. Recently, the legal case has been settled and the device was forwarded for detailed analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. Due to the device being on legal hold the battery has depleted beyond the ability to do therapy availability testing. Based on the memory log the device was functioning normal while implanted.